Manufacturer narrative:
No samples were received for evaluation. Received customer pictures. A check of quality, production, and maintenance records revealed no deviations in relation to the reported errors. The cause of the event cannot be determined. Corrected data: h3: samples not received; h6: type of investigatiion, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
The customer advised that red cells are leaking through the gel barrier.

Manufacturer narrative:
Complaint (B)(4). No date of the event could be obtained from the customer. Samples have only been recently received for evaluation. As soon as the investigation is completed, a supplemental report will be filed.